Manufacturer narrative:
The customer was provided with support from ge healthcare service representative. The customer was recommended to replace the consolidated ventilator interface board (cvib) and flow sensors to correct the issue. No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: hcs (B)(4).

Event description:
The customer reported that during device check-out, they found a malfunction which may result in a loss of mechanical ventilation. There was no report of patient involvement.